Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. It was also reported that multiple occlusion alarms occurred during each site change. The customer reported a blood glucose level of 600 (mg/dl) due to wake button issue. The customer plugged the pump in to deliver a bolus to address bg level. During troubleshooting with tandem technical support, the pump display powered on when plugged into a power source. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. The current pump will continue to be used for diabetes management.